Event description:
It was reported that the customer had low blood glucose levels. No exact blood glucose levels were provided. The customer reported that the blood glucose levels were low in the past because of the basal rates needing adjustment. The customer was reported to be doing fine after the basal rates were adjusted. The customer also reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).